Event description:
Caller reported alarm 2 followed by alarm 26 indicating an occlusion issue, but there was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on steps to address the occlusion, such as adjusting the tubing and delivering a bolus, and assisted with filling and loading a new cartridge after confirming there was no visible damage or debris. Customer changed supplies as needed and resumed insulin therapy.